Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was dropped in water and is no longer working. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform any tests due to the blank display. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump being received without a belt clip.